Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick otw balloon catheter with the original box, pouch, and hoop. There was blood and contrast in the inflation lumen and in the balloon. The shaft was kinked 33.5cm from the strain relief. Examination under magnification revealed a balloon pinhole over the distal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified first diagonal of left anterior descending artery. The 20mm 2.00 maverick balloon catheter was selected to pre dilate the lesion, the balloon was inflated twice. During the first inflation, 8 atmospheres was used however the balloon ruptured on the second inflation at 10 atmospheres. A 1.5&#1522;0. Maverick balloon catheter completed the procedure. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified first diagonal of left anterior descending artery. The 20mm 2.00 maverick balloon catheter was selected to pre dilate the lesion, the balloon was inflated twice. During the first inflation, 8 atmospheres was used however the balloon ruptured on the second inflation at 10 atmospheres. A 1.5×20. Maverick balloon catheter completed the procedure. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).